Event description:
The complaint is reported as: "new circuit. Rt started heater. After about 60 minutes (maybe less) the circuit failure alarm initiated. Rt turned heater off and restarted and heater alarmed circuit failure again. Circuit changed and heater worked. Rt saved circuit to return to teleflex." No patient injury reported.

Manufacturer narrative:
(B)(4). Received one (1) 880-36kit dual heated dual drain, miscellaneous circuit hanger brackets, one (1) concha smart column (unopened), and one (1) water drain suction kit, for investigation. A visual exam was performed and no issues were observed. The circuit was prepared for full bench functional testing. The circuit was connected to a 425-00 concha neptune heater. The neptune incorporated a concha smart 382-10 universal column, air supply for the breathing circuit setup was regulated at 10 lpm with a supplied release valve, and water was supplied with a 1650 ml sterile water bottle. The neptune operation parameters were set as follows: patient air was set at 37 c, operation mode was set to invasive, rainout was set to heavy (full to the right of scale). The neptune was turned on and cycled without interruption through all self-startup test. The set temperature of 37 c was reached and maintained without interruption for 1.5 hours. No discrepancies recorded with operation of the 880-36kit circuit. Additional testing was performed on the circuit to ensure there were no hidden operational defects. The heated wire resistance was measured and reflects an acceptable range of resistance for both limbs of the circuit is recorded at 12.80-14.30¿ . The actual measured value for both limbs was recorded at 13.8¿ . The circuit was also leak tested. The leak rate specification is governed by iso 5367, 2014, annex e, which specifies an adult circuit under 60 +- 3 cmh2o of air pressure, cannot exceed a leak rate greater than 70 ml/min. The leak rate was measured at 7.8 cmh2o. The circuit was well within the acceptable limit of leakage. The device history record of batch number 74e1902404 has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No non-conformance reports were originated for the lot in question that can be associated to the complaint reported. The DHR shows that the product was assembled and inspected according to specifications. Based on the investigation performed, the reported complaint could not be confirmed. Functional testing has confirmed no fault was found with the circuit.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "new circuit. Rt started heater. After about 60 minutes (maybe less) the circuit failure alarm initiated. Rt turned heater off and restarted and heater alarmed circuit failure again. Circuit changed and heater worked. Rt saved circuit to return to teleflex.". No patient injury reported.